Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for fm with the incident lot were observed. Additionally, evaluation/testing of the customer samples was performed and both fm and embedded fm were observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for fm with the incident lot was observed. Additionally, evaluation/testing of the customer samples was conducted and both fm and embedded fm were observed. Further investigation activities have been conducted through a CAPA and the most likely root cause has been identified. As a result, corrective actions and procedures are being implemented to mitigate further occurrences. Root cause description: based on the investigation, a root cause could not be determined for the damaged tubes and the ink fm. Based on the investigation, the most likely root cause was determined to be related to a manufacturing issue for the embedded fm. Additionally, a CAPA was conducted to document further investigation and root cause analysis relating to the fm. The investigation has identified the most likely root causes and corrective actions are in the process of being implemented. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with the fm. The investigation has identified potential root cause(s) for this issue and corrective actions are in the process of being implemented.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had foreign matter in them. This occurred on 59 separate occasions. No serious injury or medical intervention was reported. Verbatim: "fms were in the 51 tubes. Ink smear on the 4 tubes. Scratch on the 3 tubes. Embedded fm in the tube."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had foreign matter in them. This occurred on 59 separate occasions. No serious injury or medical intervention was reported. Verbatim: "fms were in the 51 tubes. Ink smear on the 4 tubes. Scratch on the 3 tubes. Embedded fm in the tube."